Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00417. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit "does not charge or connect." The device was not in clinical use at the time. The issue was discovered. There was no patient or user harm reported. A good faith effort (gfe) response was received on 11 apr 2023 from the field service engineer (fse), stating that service was awaiting the delivery of batteries. On 12 jun 2023, the customer canceled the onsite service and part order. A gfe response from the fse received on 15 jun 2023, confirmed that the customer canceled the order. No further work was performed by philips and no further information is available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.